Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/28/2015 with the following findings: moisture was observed behind the display lens. Leak testing revealed a display lens leak. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging moisture behind the display lens. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.